Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an alarm during priming. An explanation of the alarm is provided for the customer. Customer is advised to contact the hospital for a new pump. No additional information is provided.